Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. The patient visited the hospital due to the event, but it was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with an unspecified antibiotic (dose, route, and frequency not reported, duration of two weeks) for peritonitis. Extraneal and physioneal therapies were ongoing. At the time of this report, the patient was not recovered from the event. No additional information is available.